Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had reservoir leak. The customer¿s blood glucose level was 162 mg/dl at the time of the incident. Customer stated that when filling up the reservoir she is experience leaks when taking off the transfer guard. Customer stated that the reservoir was discarded. Customer stated that the location of the leak is septum. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated three open/used reservoirs. Performed pre-fill reservoirs test. Found reservoirs did not have a leakage anomaly when removing easy the transfer guards.